Event description:
An international distributor reported that their customer's arm unit was flashing the wrench icon, and the device could not be used. The customer did not report this occurring during patient use.

Manufacturer narrative:
Although requested, the arm has not been returned and the cause of the complaint is not known.